Event description:
The physician used a wilson-cook tri-clip endoscopic clipping device for an egd procedure. The device was advanced through the endoscope into the pt's stomach. As the three pronged clip exited the outer sheath, it detached in an open position. An attempt at retrieval with grasping forceps was made. But to no avail. The clip was left to pass naturally through the gi tract. Post procedure the pt's condition was reported as good.